Event description:
It was reported a patient exited the bed and fell, resulting in a broken hip. The user facility indicated the bed exit did not alarm. Upon evaluation of the unit by a stryker technician, there was no defect or malfunction found.